Event description:
Right ventricular (rv) lead exhibited an increase in short v-v counts and over sensing. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).